Manufacturer narrative:
The insulin pump was intermittent button response due to flattened bolus express button dome switch. No frozen display and no black circle on display noted. The insulin pump is operating within normal operating currents and no unexpected off no power or low battery alarms noted. The insulin pump has minor scratched lcd window.

Event description:
It was reported that the insulin pump had an unresponsive keypad with a frozen display. The blood glucose reading was 141 mg/dl. The customer stated that she was trying to check her blood glucose levels and was unable to do so due to a low battery. She changed the battery out, and then she was unable to do anything on the insulin pump. She observed a black circle on the screen as well. It was found that the issue was not a frozen display, since the time clock was showing on the screen. The customer stated that none of the buttons were working at all. No significant events leading to the keypad issues were observed. She also reported shorter battery life than expected, noting that she had to change the batteries every 3 to 4 days. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.